Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(4). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. A test run of 1.5 hours was unable to reproduce the failure and subsequent functional verification testing was completed without issue. A serial readout was performed and sent to livanova (B)(4) for evaluation. Evaluation of the readout confirmed the reported malfunction. It was identified that several over occlusion warnings were displayed before the reported issue occurred and the user did not respond to them. Based on the details in the readout, it is likely that the occlusion of the pump was set too strong, causing the reported malfunction. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the s5 roller pump displayed a "pump failure" error message and stopped during a procedure. There was no report of patient injury.